Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4)

Event description:
It was reported that the lead was removed. No further information is available. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.